Manufacturer narrative:
Device lot number, device expiration date, manufactured date corrected. Device evaluated by manufacturer: the device was returned for analysis. Microscopic inspection presented no damage or irregularities to the device. The rotawire used in the procedure was not returned stuck in the device or with the device for analysis. Functional testing was performed with a test rotawire. The wire was able to be inserted into the annulus of the burr and advanced through the whole device with no resistance or issues. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04307. It was reported that the burr became stuck on the wire. During procedure, a 1.25mm rotalink plus got stuck on the rotawire. The burr and wire were removed together under fluoroscopic guidance and was able to be separated outside patient's body. The procedure was completed with another burr and wire. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-04307. It was reported that the burr became stuck on the wire. During procedure, a 1.25mm rotalink¿ plus got stuck on the rotawire. The burr and wire were removed together under fluoroscopic guidance and was able to be separated outside patient's body. The procedure was completed with another burr and wire. No patient complications were reported and patient's status is stable.